Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair of cracked battery compartment. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation also found a damaged downstream occlusion seal. The downstream occlusion seal was replaced.

Event description:
It was reported that there was a ¿battery compartment crack¿. There was unknown patient involvement. Investigation findings included a damaged downstream occlusion (dso) seal.